Manufacturer narrative:
(B)(4). The sample was received for evaluation on 04/15/2011. An actual sample was received for evaluation. The sample was submitted for an underwater leak test and no blockage was observed. The reported condition was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a continu-flo primary drug administration set in which a blockage/no flow was observed. The condition occurred during priming. There was no patient involvement. No additional information is available.